Event description:
It was reported that the tip of the pointer broke off during the procedure. Nothing fell into the surgical site and there were no adverse consequences associated with this event. The procedure was completed successfully as planned.

Manufacturer narrative:
The device has not yet been received by the manufacturer. The device has not yet been received by the manufacturer for evaluation. If the device is made available, a follow up report will be filed.